Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the two pockets of the half-height drawer 2.2 had missed, then the pharmacist rebooted the station, resulting in all pockets of 2.2 being missing in both es and hta at the station. A field service engineer disassembled the drawer, removed all pockets, and reconnected all cables. After performing a reboot, all pockets were restored. During the preventive maintenance, the usb3 cable was replaced. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system e6left main drawer 2.2 failed, which hindered users from accessing medication for a patient. The customer stated that the half-height drawer had multiple failures over the weekend and when tried to reseat the ribbon cable, it caused the whole drawer to fail instead of just a few pockets. This incident resulted in a delay in dispensing medication to the patient, because the drawer was not pulled out and there was no patient harm. There were no adverse events or injuries reported based on this event.